Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from this lot. It should be noted that the mitraclip ntr/xtr system instructions for use, states that the system is intended for reconstruction of the insufficient mitral valve through tissue approximation; however, this error did not contribute to any of the reported issues. All available information was investigated, and the reported device causing damage was due to procedural circumstances as there were difficulties visualizing the clip during the procedure and the in-use clip interacted with the previously implanted clip and resulted in the single leaflet device attachment (slda). There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other implanted mitraclip referenced is filed under a separate medwatch report. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed to report the clip may have interacted with another implanted clip. It was reported that the patient underwent a mitraclip procedure, treating grade 5 functional tricuspid regurgitation (tr). The patient anatomy included thin leaflets and the echocardiogram was reduced. Two clips were implanted without issue. After implantation of the third clip, a single leaflet device attachment (slda) occurred with the clip remaining attached to the septal leaflet. It was thought that there was interaction between the clips, resulting in the slda. A fourth clip was implanted to stabilize the detached clip, reducing tr to grade 2-3. No additional information was provided.